Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the proximal only segment of the lead was returned severed 103 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities based upon analysis of the returned lead segment.

Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that the patient was overweight and the implanted pacemaker would move and pulled the lead out of place. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that the patient was overweight and the implanted pacemaker would move and pulled the lead out of place. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.